Event description:
Possible high pacing thresholds due to no capture and lead fracture was reported. The lead was explanted.

Manufacturer narrative:
The damage found is consistent with that occurring at the time of the surgical procedure.